Event description:
A pt contacted our (B)(4) affiliate to report developing a corneal ulcer in the right eye (od) while wearing 1-day acuvue define contact lenses. Our (B)(4) affiliate received a medical report which indicates the pt saw an eye care professional (ecp) complaining of foreign body sensation and a white spot in the front of the eye. The pt did not complaint of pain. The ecp observed conjunctival injection ++, superior corneal neovascularization (no grade in record) and a corneal infiltrate, located in the superior corneal. No keratic precipitates were observed. Diagnosis: corneal ulcer od and contact lens induced keratitis. Treatment: tobramycin, levofloxacin and discontinue contact lens wear. The pt had a total of 5 visits to the ecp over a 3 week period. As a corneal ulcer may or may not be a serious injury, this event is being reported as worst case. The lot number was received and a lot history review was requested but has not been received at this time; that info will be sent in a follow-up report. If additional info is received, we will report it within 30 days of receipt. The product was requested for evaluation. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.